Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after a coronary intervention procedure using a 6f sheath. Reportedly, no femoral angiogram or other imaging was taken to verify the puncture site. There was no suture present when removing the needle plunger after deployment. Additionally, the lever was closed to retract the foot; however, the foot did not retract. A vascular surgeon was called in and cut down surgery was performed to remove the proglide device from the patient anatomy. The device was intact and there was no reported tissue/vessel damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.